Event description:
It was reported that, during set up for a npwt, it was noticed that the packaging bag of one (1) renasys f large w/soft port was broken and had an air leak. The treatment was resumed, using a s+n back-up device. It is unknown if this caused any delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation, however, a visual inspection of the image provided was conducted and revealed that the pouch is unsealed in one side. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. There have been no previous escalated actions for the part number and failure mode reported. Additionally, a review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The supplier investigation states that there were no deviations or non-conformances noted, according to the device history record. The manufacturing steps related to the sealing process of the kit were reviewed and there were no abnormalities found that could relate to the reported issue. The issue is likely a result of a manufacturing related event, the risk documentation anticipates this situation as a low risk expected event. Complaint history has confirmed that this event type is low occurrence/limited in scope. Post market surveillance will continue to monitor for breaches in expected occurrence rates and risk regions. The conclusion of this review confirms that no escalation is required. At this time, we have evidence to suspect that the product failed to meet the product specifications at the time of manufacture, however, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The visual inspection performed on the returned device revealed that the item is confirmed to be unsealed on one side, the cause of this is that the plastic pouch has been cut short preventing a seal on the pouch from being made. The provided image was reviewed and revealed that the pouch is unsealed in one side. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The supplier investigation states that there were no deviations or non-conformances noted, according to the device history record. The manufacturing steps related to the sealing process of the kit were reviewed and there were no abnormalities found that could relate to the reported issue. The issue is likely a result of a manufacturing related event, the risk documentation anticipates this situation as a low risk expected event. Complaint history has confirmed that this event type is low occurrence/limited in scope. Post market surveillance will continue to monitor for breaches in expected occurrence rates and risk regions. The conclusion of this review confirms that no escalation is required. At this time, we have evidence to suspect that the product failed to meet the product specifications at the time of manufacture, however, based on this investigation, the need for corrective action is not indicated. Additional information: d9.